Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report #1627487-2016-05669, #1627487-2016-05678. It was reported the patient received intermittent stimulation following an accident. An sjm representative interrogated the system which revealed low impedances. The ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #1627487-2016-05669, #1627487-2016-05678. Follow up revealed the patient's system was turned on and the patient receives effective stimulation therapy.